Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was flushed with fluid, passed pressure, and aspiration leak testing with no anomalies observed. A dilator from current inventory was then inserted into the sheath and the sheath was pressure leaked tested again; no leaks were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.

Event description:
During a procedure, a blood leak was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.